Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01860.

Event description:
The patient was undergoing a thrombectomy procedure in the inferior vena cava (ivc) using a lightning aspiration tubing (lightning) and an indigo system aspiration catheter 12 (cat12). During the procedure, the lightning microprocessor indicator light turned solid red after more than ten minutes of use. It was also noted that the lightning tubing was clogged when the light turned red. Therefore, the lightning tubing was removed from the patient. The lightning was unplugged and the penumbra engine (engine) was turned on and off multiple times; the tubing was also gently flushed with saline using a 20 cc syringe. However, the issue was unresolved; therefore, the lightning and cat12 were no longer used. The physician used another lightning and cat12 to continue the procedure but the same issue occurred. Therefore, this lightning and cat12 were no longer used in the procedure. The procedure was completed using another lightning and a new cat12. There was no report of an adverse effect to the patient.